Event description:
The customer reported that during a liver rf ablation treatment, the generator power stopped and a burning smell was released into the air. After checking, the smell was found to be coming from the back side of rf generator. The generator was unable to re-start. The doctor stopped the procedure and waited for a back-up generator before proceeding. The pt was exposed to five hours of general anesthesia, which may have had some effect on renal/liver function. The pt was discharged from the hospital.

Manufacturer narrative:
(B) (4). (B) (4). The incident generator was returned to tyco healthcare singapore service center for evaluation. Evaluation identified a random component failure of a capacitor on the power supply board. Additionally, the voltage from the toroid was out of specification.